Event description:
It was reported that the right ventricular lead had small rwaves, which was affecting the storage of an accurate and consistent waveform template in the device for withholding therapy and appropriately identifying the episode for detection. It was suspected that the device was incorrectly detecting monitored ventricular tachycardia (vt) and should have been supraventricular tachycardia (svt). The lead and device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.